Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, while the device was applied on the stomach to perform sleeve, the stapler remained blocked after the first firing and it was impossible to fire for the second time though the surgeon was able to press the green button and squeeze the handle. Replaced by new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.